Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 300 mg/dl and above. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The customer confirmed auto mode was active at the time of the event. The insulin pump will be returned for analysis.